Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 5 years after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 january 2023. Lot 173291: (B)(4) items manufactured and released on 07-sep-2017. Expiration date: 2022-aug-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 30 january 2023. Liner: mpact 01.32.3239hct flat pe hc liner ø32/c (k103721) lot 166655: (B)(4) items manufactured and released on 23-nov-2016. Expiration date: 2021-nov-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical manager: revision 5 years after the index surgery. The patient came in due to signs of a late infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices.